Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software not all positive results from mg3971 were being reported to the epicenter. No patient impact. The following information was provided by the initial reporter: not all positive results from mg3971 are being reported to epicenter. They show as "in progress" and customer has to change them manually. When they print a report the vials are shown as positive. Only in epicenter they are not displayed as positive.

Manufacturer narrative:
After additional review, this MFR# 1119779-2022-01082 should be considered canceled. This is not a reportable event. It is a software error with no impact to patient safety.

Event description:
It was reported that while using bd epicenter¿ single user software not all positive results from mg3971 were being reported to the epicenter. No patient impact. The following information was provided by the initial reporter: not all positive results from mg3971 are being reported to epicenter. They show as "in progress" and customer has to change them manually. When they print a report the vials are shown as positive. Only in epicenter they are not displayed as positive.